Manufacturer narrative:
Additional information: initial reporter information was received and has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information unavailable at the time of filing. A manufacturer representative went to the site to test the equipment. The collimator blades were adjusted, thus resolving the is sue. The system then passed the system checkout and was found to be fully operational. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while booting on the image acquisition system (ias), the pendant displayed the message that there was an error initializing the collimator. This occurred when the system was being booted up for the day. There was no patient present.